Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Product ID 8711, lot# j11192r29, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information received reported the type of baclofen present in the pump was compounded baclofen. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was a catheter dislodgement from the intrathecal space. A CT scan revealed the catheter had migrated two levels. The CT scan with contrast was done on (B)(6) 2014. The severity of the event was noted as mild. It was noted the event was related to the catheter. The event outcome was unresolved with no further actions planned as of (B)(6) 2015. The drugs being delivered via the device system were morphine, bupivacaine, baclofen, and clonidine. If additional information is received, the event will be updated.